Manufacturer narrative:
Exact date of event is unknown; event occurred on an unknown date in 2019. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device does not function was partially confirmed. On inspecting the device, further deficiencies were found to be impairing device function. It was found that the top and the front of the device was bent. The sub-d connector was damaged and the tamper seal was missing. The high pressure was out of tolerance limits and the pump had no function. The bezel enclosure and the upper case were physically damaged. The cpu board was defective. The insertion lever and the pump roller were defective. The electrical front panel was also found to be defective. It was also noticed that the device was not calibrated correctly. The pressure mechanism was re-adjusted, and the holder for compressed air reservoir was replaced as it was irreparable. The bezel enclosure and the upper case were replaced and the cpu board repaired. The color coding for tube set, the damaged connector, insertion lever, defective pump roller, the cover, electrical front panel, and the air-connector were replaced. The internal pneumatic system was repaired. The device was cleaned, newly calibrated, repaired and tested for functionality. The physical damage to the parts was a result of user mishandling. However, we cannot discern a definite root cause for the defective connector and cpu board. These defective and damaged parts would have resulted in the issue reported by the customer. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the fms duo + pump / shaver does not function. The issue was discovered pre-operatively so there was no consequence to a patient. Another device that was readily available was used to complete the arthroscopy procedure. During investigation of the device it was noted the high pressure was out of tolerance limits and the pump had no function. This report is for a fms duo + pump / shaver. This is report 1 of 1 for (B)(4).